Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer representative (rep) reporting that actions taken to resolve the por was the rep spoke with the patient¿s wife the day of the report and they gave them information to clear the informational por in order to use their device/turn it on/off as needed. It was indicated that the por was resolved to the best of the rep¿s knowledge. The patient¿s weight at the time of the report was unknown. It was indicated that the provided information had been confirmed with the physician. No further complications were reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received by a manufacture representative (rep) regarding a patient with an implantable neurostimulator (ins) for spinal pain. It was reported that an informational por (power on reset) screen was seen on the patient¿s controller. The specific por code was unknown. It was reviewed that the por would cause the therapy to stop. It was indicated that factors that could be related to the issue was the patient was admitted and in the ICU since last thursday. The rep stated that they had no idea if the patient had any CT scans, MRI or similar types of exposure. Information on how the por could be cleared with the patient programmer was reviewed, but no troubleshooting could be done on the call due to a lack of access to the product. No symptoms were reported. The event occurred in (B)(6) 2019. No further complications were reported/anticipated.